Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, associated with the g7sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, which the caller followed successfully, resolving the issue as the error did not reoccur.